Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a charging issue characterized by a blinking green indicator while placing the device correctly on the charger, and a replacement charger was provided after troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included technical troubleshooting with the user and provision of a new charger for verification. Investigation of this case revealed a suspected charger malfunction leading to failure to charge, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a probable accessory malfunction.